Event description:
During an in-clinic follow-up, the device entered into backup vvi (bvvi) mode due to off-label magnetic resonance imaging (MRI) exposure. High voltage therapy was unavailable while the device was in backup vvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.